Event description:
Customer reported blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and 106 mg/dl on inform system 1, 136 mg/dl and 279 mg/dl on inform system 2, all within 10 mins. Also reported a separate comparison of 264 mg/dl on inform system 2 and a lab result of 122 mg/dl within 10 mins. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made on the return of the systems, replacements were sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with a1 pt for report on inform system 1.